Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the d154vwc grommet had been damaged.

Event description:
It was reported that during the implant procedure, there was oversensing. It was later reported that the lead tested out of specification during the manufacturers analysis. The device was not implanted. No patient complications have been reported as a result of this event.